Manufacturer narrative:
Other relevant device(s) are: product ID: 960-559, serial/lot #: (B)(4), product: 960-559 analysis: damaged tool. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the ball tip probe was bent. There was no patient present at the time of the event.